Event description:
It was reported that the physician noticed some metal shavings left behind from the burr. Metal shavings were not removed. Case was a sub-acromial decompression. No other details available.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Evaluation revealed metal gouging between the inner and outer shaft at the aspiration hole. Metal gouging is typically caused when end user applies excessive bending/leveraging force on the device during use. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.